Event description:
It was reported that the customer had a button error alarm occur with their insulin pump. The customer's blood glucose level was reported at 142 mg/dl. Product is being replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, a missing end cap sticker and a cracked case near the display window corners were noted during the visual inspection. No button error alarm was noted. The insulin pump had intermittent button response due to corroded keypad traces.